Manufacturer narrative:
Other text: d10, h3 and h6 - updated one sample and three photos were returned for investigation. The device was visually inspected and detected damage in the breathing bag. The complaint is confirmed. Based on the analysis conducted on the sample provided, the breathing bag presented a cut caused by the bushing connector, this defect could be caused by the improper handling of the component before being packed. This issue will continue to be monitored. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during the pre-use check, a cut (tear, or crack) was found on the connector. No patient injury or adverse effects reported. It was reported that no additional information is available for this complaint.

Manufacturer narrative:
Other, other text: d4: UDI section is unknown, no information available. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.